Event description:
Healthcare professional reported, right side rupture and "breast pain". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed as fold flaw opening. Pain: unable to observe, as it is not related to the device. As per the investigation procedures: creases and non-penetrating nicks were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported, a right side rupture. Healthcare professional, later reported, "breast pain". The device has been explanted and replaced.